Manufacturer narrative:
The implant malfunctioned due to part not retained on mating part (e.g. ,. The malfunction did not cause or contribute to a death or serious injury. Additional information provided by the customer gives the conclusion this complaint will have a follow up report done. The new issue description will be an osseointegration issue.

Event description:
The implant malfunctioned due to part not retained on mating part (e.g. ,. The malfunction did not cause or contribute to a death or serious injury. Additional information provided by the customer gives the conclusion this complaint will have a follow up report done. The new issue description will be an osseointegration issue.

Event description:
The implant malfunctioned due to part not retained on mating part (e.g.) . The malfunction did not cause or contribute to a death or serious injury.